Event description:
During cardiomems implant procedure sensor xjakub (see report number MDR-2023-53013/3004936110-2023-01733 was entered into the patient. The physician lost guidewire position, and decided to take the sensor out of the body. A second sensor (serial number xfsgtg) was obtained and successfully implanted into the left pulmonary artery. While calibrating the sensor, the patient experienced hemoptysis. The patient was intubated and taken to the ICU and a bronchoscopy was performed. A small perforation in the lower left branch in the left pulmonary artery was identified. The physician believes the cause of hemoptysis was going too deep with the non-abbott guidewire. It was noted that the patient also had unique anatomy. Thrombin was administered during the bronchoscopy to resolve the hemoptysis. Patient was discharged home (B)(6) 2023.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.